Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported an unconfirmed false negative with the binaxnow¿ covid-19 antigen card performed (B)(6) 2021 on an unknown sample and generated a positive result. The customer reports that they have 6 boxes of test kits. The customer states that the control and results was misaligned and the results were showing up below the window. The customer had randomly taken test cards out of all 6 boxes and all the test cards are misaligned. The customer did state that the misalignment was not the same, but the results line was below the display window which can cover the entire line or show just a small portion of the top of the line. The customer was concern that if they used these test kits. "They may have positive results which would be listed as negative because they did not see the second line." No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155906r with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 lot 155906r and test base part number 195-430h / lot 147530. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162291 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.